Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. On or around (B)(6) 2016, she underwent surgery to remove her essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a surgery to remove her essure coils. The event is listed in the reference safety information for essure. Essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, fibrosis and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device discomfort, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, medical device discomfort, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: cervix with acute and chronic inflammation with squamous metaplasia and reactive changes; no evidence of dysplasia or human papilloma virus cytopathic effect. Nabothian cysts. Secretory endometrium; no evidence of hyperplasia or malignancy. Hyalinized fibrosis in the superficial posterior myometrium suggestive of previous implantation site. Cul-de-sac serosa with no evidence of endometriosis. Bilateral fallopian tubes with congestion; no evidence of dysplasia or malignancy. Essure device on the right is intact with the entire 3 cm in the right cornua. Essure device on the left is intact with 2 cm of its length in the proximal left fallopian tube and 1 cm of 11s length in the left cornua. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical records received- new reporter, lab data, medical history, removal procedure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 28-sep-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly severe pain / chronic pelvic pain. Plaintiff underwent a surgery to remove her essure coils. The event is listed in the reference safety information for essure. After essure insertion, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the event started after essure insertion. Considering the plausible temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.